Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hosp.

Event description:
The iab was inserted into the pt on 7/11/97 and the pt had open heart surgery. On 7/16/97, it was noted that the balloon had ruptured. The pt was brought back to the o.r. And the iab was removed. A second iab was inserted. The pt was returned to ICU in stable condition on iabp support. On 7/18/97, datascope was also notified of the event via the mandatory medwatch form from the distributor; uf/dist report #2026191-1997-33. On 11/3/97, datascope was notified that the iab was probably discarded by the facility and would not be returned for evaluation. Event complications: none from the event - reported 7/18/97. Pt current status: stable - rpt'd 7/18/97.